Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out-of-range / high rv defibrillation coil impedance when the impedance exceeded the programmed upper alert level. Additionally it was noted that the rv defibrillation coil impedance has been variable recently, but was still within the specification of the normal impedance range and real time impedances during clinic visit showed no substantial variance. The lead remains in use. No patient complications have been reported as a result of this event.